Event description:
It was reported that post-coronary stenting treatment procedure, a patient death occurred. The 90% target lesion was located in the moderately tortuous mid right coronary artery (rca). The physician intended to implant a taxus liberte stent, but the medical staff handed him a veriflex (liberte) coronary stent 3.00x24mm instead as the physician did not specify "taxus" and only requested a "liberte". The veriflex (liberte) coronary stent was successfully implanted. After the implantation, it was discovered that the bare metal stent was implanted and not the drug eluting stent. The patient was discharged from the hospital. No patient complication occurred during the index procedure. At some point post-procedure (timeframe not provided), the patient experienced abnormal cardiac rhythms while taking a bath and expired. The physician commented "there is no causal association between the baremetal stent and the patient death." The physician further commented "he did not think the patient expired due to the bare metal stent being implanted" and not the drug eluting stent. No further information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.